Manufacturer narrative:
The company rep examined the phaco handpieces and confirmed the problems reported. The customer will replace the handpieces to mitigate the problems reported. No samples were returned for eval. A review of complaints for (B)(6) did not indicate any additional similar reports for this phaco handpiece. The company rep replicated the reported event of "low power". However, there was no sample returned for eval, therefore eval steps could not be taken to replicate or confirm the reported event. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the handpiece displayed low ultrasound noise and low power. The handpiece was exchanged to complete the procedures with a reported delay of 10-15 minutes. There were no pt injuries reported. This is the second of three reports being filed for this facility.